Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined the cutter failed and was repaired and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined.

Event description:
Incomplete mesh was reported for this mesher. This occurred on cadaver skin therefore no patient involvement. No adverse event was reported as a result of this malfunction.